Event description:
It was reported that the patient has been experiencing sleep apnea since implant. The patient underwent evaluation, but was not desatting during this time. The relationship of the sleep apnea to the vns is unknown. Device setting adjustments were recommended to determine whether or not the sleep apnea was related to vns therapy. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that device diagnostics were within normal limits. The device pulse width was lowered which relieved the patient's sleep apnea. The patient underwent a polysonography which showed possibly labored breathing and did not prove true apnea. It was reported that the patient is severely compromised and the symptoms were not apparent prior to vns.